Event description:
It was reported there was a ¿lead/interstim¿ failure. It was noted that there was ¿no¿ normal battery depletion. ¿breakage¿ of the lead was noted information received about two and a half weeks later clarified that the device was explanted because, the patient was ¿not happy¿ with it. No lead fracture was noticed upon explant via x-ray. A few days later, it was indicated the device had ¿never really helped, even at its best.¿ it was stated to have a negative impact on other health issues and the patient wanted it removed. A ¿malfunction¿ of the interstim was noted. Both the lead and implantable neurostimulator were removed intact. The patient tolerated the procedure well and there were no complications. A follow up report will be sent if additional information is received.

Manufacturer narrative:
Product ID 3093-28 lot# v464758, implanted: 2010 (B)(6); product type lead product ID 3037 lot# serial# (B)(4); product type programmer, patient. (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
Analysis of the implantable neurostimulator found no anomaly. Good stable output was noted. Analysis of the lead found no significant anomaly. The lead body was cut through and the product was segmented. Continuity was acceptable and there were no shorts between circuits.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.